Event description:
It was reported that the devices were used during a lobectomy. It was reported by the affiliate that the (2) tx30b devices were emtpy. There was no pt consequence. The devices were discarded.